Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed for both the provided lots, and both lots met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a single photo was provided for review. The photo shows an unsealed outer lutonix 018 packaging box next to an unsealed inner packaging sleeve of a lutonix 035. Both packaging appears to be open, and no lutonix device can be seen in the photo. Therefore, the investigation remains inconclusive for the reported labeling issue as exact conditions of the event could not be determined. A definitive root cause of the event could not be determined based on the available information. Labeling review: review was done into both the lutonix 018 and lutonix 035 lots. Lutonix 018 lot gfkn1546 released 05/08/2025. A quantity of 162 devices from this lot were sent to the bd european distribution center (bd edc). 11 of these devices were then sent to the reported complainant country (israel), all to the reported distributor from the complaint record (ami technologies ltd). The earliest provided posted date of one of these orders was 7/10/2025. (See attached gfkn1546 edc). Lutonix 035 lot gfhz1743 released 05/24/2024. A quantity of 416 devices from this lot were sent to the bd european distribution center. 24 of these devices were then sent to the reported complainant country (israel), all to the reported distributor from the complaint record (ami technologies ltd). The latest provided posted date of one of these orders was 10/29/2024. The last posted date of this lot at the edc was 5/5/2025, meaning the product was out of the edc control prior to the release of the outer lutonix 018 box on 5/8/2025. (See attached gfhz1743 edc). To date, no other complaints have been reported for either of the provided lots. The provided lots were manufactured approximately 1 year apart, and the reported lots were shipped into the reported country approximately 8 months apart. Per the posting date of both lots, the products did not overlap in storage at the bd edc at any point. Exact shipping information to the reported user facility could not be obtained, however it was reported that exact facility has received 2 devices from lot gfhz1743 prior to this event. Per the reported event information, the lutonix 035 device was still used in the procedure the lutonix 018 device was intended to be used in. G2, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6), 2025, a patient underwent an angioplasty procedure using the lutonix 018 drug coated dilatation catheter. During preparation, it was noticed that the size of the balloon inside allegedly does not match the size indicated on the outer packaging. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the lutonix 018 drug coated dilatation catheter. During preparation, it was noticed that the size of the balloon inside allegedly does not match the size indicated on the outer packaging. The procedure was completed using another device. There was no patient contact.